Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of 5 cm diameter abdominal aortic aneurysm. The aortic neck was 25 mm in diameter at the renals, 20 mm in length with 40 degree angulation. The iliac artery was heavily calcified and the distal aorta was small and calcified. The patient presented to the hospital with back pain. It was reported that after the stent graft was implanted the final angio showed what appeared to be an endoleak coming out of the side of the stent graft approximately 3 centimeters below renal. The physician identified what appeared to be calcification on the CT in the area of the endoleak and implanted an endurant 282849 which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that fabric tear was due to ballooning.